Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 626390. A medtronic representative went to the site to service the system. Upon inspection, observed corrosion on j3 connector on pfc1000 board (both male and female). Tried cleaning connector with no success. Replaced pfc1000 board (B)(6), lot: 00102860078. System was then functioning as intended. The pfc1000 board was returned for analysis. Visual inspection shows connector j3 is electrically overstressed. Unable to bench test due to overstressed connector. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i31000172, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the image acquisition system (ias) would no longer charge. The system was fully charged the morning of the event, and it had only one bar left. There was no patient involvement.